Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0krqg, implanted: (B)(6) 2014, product type: lead; product ID 3889-28, lot# va0krqg, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was in a lot of pain. Since replacement, the patient had been miserable and ¿wanted it gone.¿ the patient was in so much pain that she vomited. The patient did not want to go back to the same healthcare provider (hcp) because a she had problems with a different surgery that was performed by that hcp it was ¿causing problems.¿ the issue occurred since the replacement surgery on (B)(6) 2014. It was stated that the lead was tunneled to the other side of the patient¿s buttocks. "At the top it bulged" and the leads would ¿move up there.¿ the patient stated the pain was an issue since the ins replacement on (B)(6) 2014, but the patient¿s mother stated the pain occurred since the cystocele and rectocele surgery ((B)(6) 2014). It was reported two days later that the patient experienced pain over the lead, which was similar pain that caused the patient to get a device replacement approximately two week prior. The patient wanted to get the ins taken out. The reporter wanted the ins to be turned off. The reporter was instructed that the patient should have a programmer and could do that. Please refer to mfg. Report # 3004209178-2014-08487, which pertains to complications after the patient¿s (B)(6) 2014 surgery that corrected cystocele/rectocele issues; sling placed.